Event description:
It is reported that the device was implanted in 2002. The device was revised in 2005 due to osteolytic cysts around the screws on the tibial baseplate from the polyethylene. Date of revision is unknown.